Event description:
It was reported that oozing of catheter - there was an oozing of product when saline was injected before pt leaves the hospital.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.